Event description:
The manufacturer received info alleging a bipap st was not functioning properly. The pt was hospitalized for exacerbation of chronic obstructive pulmonary disease.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for eval. A f/u report will be submitted when the manufacturer has completed the investigation.